Event description:
It was reported that the customer had low blood glucose levels of 59 mg/dl. It was reported that the customer was on the way home from work when the mother of the customer noticed that the customer was unresponsive. The mother of the customer called 911 and requested assistance for the customer. The customer was reportedly treated by emergency medical services that administered glucagon intravenously to the customer. The customer also reported sensor end alert from the insulin pump. The customer also reported that one of the sensors delivered to the customer came out of the box without a needle hub. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensors showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.